Manufacturer narrative:
H10 h3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the mounting assemblies that attach the gas spring cylinders to the frame and the lift system relief handle were not present. The hex bar channel appears to have contaminates between the hex bar and the outer rim of the hex channel. The hex bar pad was heavily contaminated with a red substance. A functional evaluation revealed that the frame was seized on the hex shaft. The complaint was confirmed and the root cause has been associated with a degradation problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include fluid and contaminate ingression. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the hex shaft of the shoulder positioner was not moving. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.